Event description:
As reported by the field, during a stent assist coil embolization, a 4mm x 16mm enterprise 2 intracranial neurovascular stent (enf401612, 11197690) prematurely deployed in the prowler select plus (product, lot number unknown). No patient injury was reported.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). The product has been returned for evaluation and testing. However, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise, which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: complaint conclusion: as reported by the field, during a stent assist coil embolization, a 4mm x 16mm enterprise 2 intracranial neurovascular stent (enf401612, 11197690) prematurely deployed in the prowler select plus (product, lot number unknown). No patient injury was reported. No additional information is available. A non-sterile enterprise2 4mmx16mm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was already detached from the unit. The delivery wire and the introducer were not returned for evaluation. The stent was inspected under microscopic magnification, and there was no structural damage (i.e., no broken struts, no kinks). Some residues of dried blood were noted on it. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The customer complaint regarding a premature deployment of the stent in the prowler select plus was confirmed due to the detached condition of the stent; the appearance of the returned stent does not indicate that the device was subjected to excessive force or that there was resistance between the prowler select plus (mc) and the stent. The most likely location of the stent deployment is the mc hub. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A device history record evaluation was performed, and no non-conformances were identified. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. ¿ confirm the tip of the delivery wire is entirely within the introducer. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. Three attempts have been made, however no further information has been provided. Any update received will be captured accordingly upon receipt. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.